Manufacturer narrative:
(B)(4). Batch # k91f9c. The analysis results found that the er420 instrument was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be with no damaged. In addition, 1 conforming clip was returned inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it ejected 7 clips; finally, the device locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, before firing, the clip seemed distorted and oblique. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.